Event description:
Customer reports a skin stapler blocked/jammed after the 5th staple. No pt and / or user injury. No medical / surgical intervention reported.

Manufacturer narrative:
Sample requested for eval. Sample not rec'd at time of this report.